Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device lost power and could not be turned back on. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u5. The integrated circuit chip was shorted from pins 12 to 13.